Event description:
The complainant alleged that while attempting to monitor and pace a pt, the device lost it's display. The clinician obtained another device to treat the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.